Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 09/20/2017 device evaluation: the device has been returned and evaluated by product analysis on 08/25/2017 with the following findings:a review of the black box and alarm history showed call service 078 alarms. The rewind, load, and prime steps were performed successfully. The call service alarm complaint was not duplicated during investigation.